Manufacturer narrative:
Quality control (qc) was in range. Qc level one was running high on the instrument. Actual qc data was not supplied. On (B)(4) 2009, the field service engineer performed a pm (preventive maintenance) which was due. Worked on transducers and replaced pipettor #1 transducer. Replaced ultrasonic dual board that was intermittently producing bad voltage and adjusted ultrasonics performed hardware verification testing and a troponin precision run. Verified the repair per established procedures and result met published performance specs. Root cause was not determined, however could be related to the hardware replaced/corrected during the service call on (B)(4) 2009. This reportable event was identified during a retrospective review conducted between (B)(4), 2008 and (B)(4), 2010 of complaints for add'l reportable events.

Event description:
Customer reported erroneous high accut tni (troponin I) test results were obtained for multiple samples when using the unicel dxi 800 access immunoassay system. The customer reported this issued occurred on multiple pts, and provided test results for only one pt. It is unk the exact number of pts, or the test results for all the pts. For the one set of test results provided, the erroneous high test results were above the normal reference range, and below the ami (acute myocardial infarction) cutoff of 0.50 ng/ml. The initial test results were questioned by the physician. Repeat analysis was performed using an alternate unicel dxi 800 access immunoassay system. The test results were within the normal range. The initial erroneous result was reported out of the laboratory. While there is no report of adverse event or serious injury related to this event, it is unk whether there was a change to pt mgmt.